Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 5076-52 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing threshold measurements caused by the lead pulling back from its original position. It was noted that the right atrial (ra) lead had poor to no atrial sensing, inappropriate ra pacing, and intermittent ra capture due to the ra lead retracting within the right subclavian vein. The health care professional noticed twitching occurring on the patient¿s right side. An interrogation revealed the patient experiencing diaphragmatic stimulation due to ra pacing. Both leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.